Event description:
It was reported that noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition during and after the procedure.